Manufacturer narrative:
(B)(6). PMA/510(k): pre-amendment. (B)(4). A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that one of the lumens of a triple lumen polyurethane central venous catheter set was found to be cracked, requiring the line to be replaced. The crack in the lumen resulted in a backflow of blood. Additionally, the patient required three lumens for proper infusion of medication, so the catheter needed to be removed and replaced as there were only 2 functioning lumens left. The need for the additional procedure to replace the catheter also resulted in a delay in treatment to the patient. Additional information regarding event details has been requested but is currently unavailable. No other adverse effects have been reported.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. It was reported that a triple lumen polyurethane central venous catheter set (c-utlm-501j) from lot 8776962 was cracked, causing a backflow of blood. The device was in place overnight and delivering parenteral nutrition before the cracks and leaking was noted. The device had to be removed and replaced, causing a delay in medication infusion. Cook became aware of this event on (B)(6) 2020 upon being notified by pusat perubatan univ. Mal. The patient reportedly experienced no additional adverse effects as a result of this incident. A review of the complaint history, device history record (DHR), instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a photo and video of the device were provided to cook for evaluation. It is unclear exactly where the reported crack is on the device, but it is believed to be on the hub rather than the tubing. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the design history file (dhf) showed that the risks associated with this device are acceptable when weighed against the benefits. A review of the dhrs for the reported complaint device lot (8776962) and the related catheter subassembly lots revealed no related non-conformances. A database search revealed three other events associated with the reported device lot, all concerning the same failure mode. An expanded search found no other events associated with any of the final lots that shared subassembly lots with the reported device lot. The information provided upon review of the dmr, DHR, and dhf suggests that there are no nonconforming devices in house or out in the field. Cook also reviewed product labeling. Instructions for use (IFU) document c_t_ulmbhce_rev6 [uncoated and heparin-coated central venous catheters] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: ¿warnings: do not power inject contrast medium through catheter. Catheter rupture may result. Use of 10 ml or larger syringe will reduce the risk of catheter rupture. Precautions: if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. How supplied: upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no device returned, and the results of the investigation, a definitive root cause for this event was unable to be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Appropriate measures have been initiated to address this failure mode. A CAPA is currently open to address this failure mode. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The device had been in place overnight. Total parenteral nutrition was being delivered overnight to the patient. No power injection was used with this device. The crack was in the catheter, not the tubing.

Manufacturer narrative:
Additional information: this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.